Manufacturer narrative:
(B)(4). The reported complaint of epidural catheter separating during use was confirmed based upon the sample received. The customer reported the catheter separated during use. The customer returned one catheter adapter, two epidural catheter pieces, and lidstock. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion is slightly stretched, and coil wire is extremely stretched at the likely distal end with the coil wire extending approximately 10.7cm beyond the extrusion. The extrusion and coil wire on the likely most distal piece are also stretched at the point of separation at the likely proximal end. The returned catheter appears used as biological material can be seen between the inner coils. Dimensional inspection revealed that approximately 32.8cm of the catheter appeared to be missing. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. A device history record review was performed on the epidural catheter and no relevant findings were identified. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "anesthesia inserted an epidural catheter into a patient. The catheter went in smoothly and it was secured with a lockit device. The anesthesiologist then proceeded to draw back on the catheter with a medication syringe and air came into the syringe. They realized something wasn't right with the catheter and so they noticed there was a separation in the catheter. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "anesthesia inserted an epidural catheter into a patient. The catheter went in smoothly and it was secured with a lockit device. The anesthesiologist then proceeded to draw back on the catheter with a medication syringe and air came into the syringe. They realizedsomething wasn't right with the catheter and so they noticed there wasa separation in the catheter. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported."